Manufacturer narrative:
The device is returned and an evaluation completed for it. Date of return is not known. Upon inspection of the device, it was observed that there was foreign material clogging the nozzle. The foreign material could not be removed with the proper reprocessing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of issue of leakage. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. The foreign material could not be removed with the proper reprocessing. This medwatch is being submitted for the foreign material clogging the nozzle as observed during device evaluation.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The material clogging the nozzle was a solid and white material, which appeared to be debris from the patient body. The clogging of the nozzle caused issues with the flow of air and water. Other observations for the device are: distal end rubber coating (a-rubber) glue is worn-out; one light guide rod lenses is chipped; distal end cover cap is damaged; scope connector electrical contact are slightly damaged; there is crease on the connecting tube; switch 1 button rubber has wear and tear; and angulations are out of specification. Biopsy channel is pierced and leaky; the customer reported issue is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. All customers of france follow the french national regulation/requirements for flexible endoscopes as included in the instructions of july 4, 2016, which relates to the treatment of temperature-sensitive flexible endoscopes with channels in healthcare settings. This includes following the instructions for use for the device.

Event description:
Addendum oct 11, 2022: event occurred during reprocessing after the therapeutic procedure. This event had no impact on the patient of that procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the nozzle was clogged with white solid foreign matter. It is likely that the foreign body originated in the patient's body, but was unable to determine what the foreign body was. It is also likely that the foreign object could not be removed due to physical damage to the equipment; however, there was no deformation to the nozzle and no reported deviations in reprocessing. Olympus will continue to monitor field performance for this device.